Event description:
It was reported that post a-fib procedure of clinical study ((B)(4) study), a pulmonary vein stenosis was reported. Dilatation and stenting of the left superior pulmonary vein was required. This event was initially classified as definitely procedure related and not device related by the safety monitoring committee (smc). However on (B)(6) 2012, the smc reclassified the event to possibly device related, thus changing the alert date to (B)(6) 2012. The adverse event was stated as anticipated, patient prognosis was satisfactory.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The clinical study site provided updated/ corrected the information regarding the length of patient hospitalization from 4 days to 2 days. (B)(4).

Manufacturer narrative:
The clinical study site provided updated information regarding the length of patient hospitalization. The patient was hospitalized for 4 days. Additional information provided also stated that patient recovery date from the adverse event was (B)(6) 2012. (B)(4).